Manufacturer narrative:
(B)(4). Correction to the statements: "dexcom was contacted via pending field action on 04/08/2016 to claim no audio output on (B)(6) 2016. Relationship to patient is unknown. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed."

Event description:
The patient's parents contacted dexcom on 04/08/2016 to claim no audio output on (B)(6) 2016. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of no audio output cannot be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was contacted via pending field action on (B)(6) 2016 to claim no audio output on (B)(6) 2016. Relationship to patient is unknown. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported the patient is less than 2 years old. The dexcom g5 mobile continuous glucose monitoring system states: dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The dexcom g5 mobile cgm system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes. However, a root cause for the reported inaccuracies cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.